Event description:
Caller reported potential false negative urine hcg result. Initial urine, collected in the evening in the ed, was negative. Recollected urine sample 1 1/2 days later; showed weak positive results. Ultrasound confirmed gestation of 11 weeks. Serum quant was >200,000 miu/ml. Serum yielded a positive on the rapid.

Manufacturer narrative:
Product code: fhc-202. Lot number(s): hcg9040165. Control lot: 25 miu/ml hcg urine lot: hcg090617-01; 100 miu/ml hcg urine lot: hcg090521-01; 250.5 iu/ml hcg urine lot: hcg091015-02. Summary of results: the retention devices met qc specification. Correct positive results were observed when tested with 25 miu/ml hcg urine control at 3 minute read time. The 100 miu/ml and 250.5 iu/ml hcg urine control yielded clearly positive results at 3 minute read time. Customer's observation of false negative results were not confirmed. Reviewed batch records: verified the product number, product description, lot number and batch record. No abnormal results were found.